Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the battery on the side of the anesthesia station had been low and beeping, and pyxis had kept shutting down during use. A field service engineer (fse) replaced uninterruptible power supply (ups) unit issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es battery was low and device kept shutting down during or procedures. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.